Event description:
Indirect sinus lift resulting in implant loss. Doctor stated pepgen p-15 was not the reason for failure. The pt had an infection in the tissue and bone so he suspected the graft failure was related to that.